Manufacturer narrative:
Corrected data: h6 (device code(s)): removed device code 1153 - degraded.

Manufacturer narrative:
Corrected data: h6 (health effect - impact code): "4627 - device explantation" replaces "4621 - recognised device or procedural complication". Updated section: b5 (describe event or problem), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: attempts have been made to obtain additional information and for product return. The valve was sent for bacteriological analysis by the customers. However, the customer was not willing to provide any further information on this event. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The most likely cause is patient factors.

Event description:
Edwards received notification that an inspiris resilia valve model 11500a27 was explanted due to thrombosis observed ten (10) months after the implantation. As reported, the patient presented with symptoms of dyspnea and leaflet thickening was observed on echo. Initially, treatment with anti-vitamin k (avk) was started with no improvement as a follow-up echo still revealed leaflet thickening. As reported, there was a suspicion of infection occurred postoperatively and a therapy with antibiotics was given, however no detailed information, such as the occurrence date of infection, was provided.

Event description:
Edwards received notification that a case of thrombosis was observed ten (10) months after the implantation of this inspiris resilia valve model 11500a27. As reported, the patient presented with symptoms of dyspnea and leaflet thickening was observed on echo. Initially, treatment with anti-vitamin k (avk) was started with no improvement as a follow-up echo still revealed leaflet thickening. The patient was hospitalized and scheduled for a re-do surgery to explant the valve. As reported, there was a suspicion of infection occurred postoperatively and a therapy with antibiotics was given, however no detailed information, such as the occurrence date of infection, was provided.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.